Event description:
It was reported that the patient's aveir leadless pacemaker exhibited fluctuating battery longevity leading to suspicion of premature battery depletion. No intervention was performed. The patient was stable.

Manufacturer narrative:
The reported event of unexpected longevity reduction was confirmed. Based on the information provided, it was determined that the longevity is correct and appropriate. The longevity decrease of 3.7 years between these 6-month follow-up visits was determined to be due to the programmed increase in pace pulse amplitude from 1.25v to 1.5v. No anomalies were detected.